Event description:
Spontaneous call from the pt regarding pump malfunction. The pump is working (she can hear it) but the display is completely blank. Has backup pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.